Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door assembly. Lvp post recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of (B)(6)2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of the door assembly kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door assembly. Lvp post recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of the door assembly kit. A review of the device history record showed the device had a manufacture date of 09mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.